Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been unable to establish communication using her ipg for 2 months. The ipg is deemed inoperable. Consequently, the patient may undergo surgical intervention as the next course of action.

Event description:
Follow-up information revealed the patent did not recharge the ipg for 6 months as the patient did not like parasthesia . In addition, the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model. Reportedly, effective therapy was received following the procedure.